Manufacturer narrative:
Follow-up # 1 (06/21/2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2011 at 5:30pm. The patient's reporter reported blood glucose results of "555 mg/dl" with the subject meter and "30 mg/dl" on another meter (emergency medical service meter), performed greater than 30 minutes of each other. The reporter claimed the patient manages her diabetes with insulin. At the time of the alleged issue, it is not known if the patient took any action regarding her diabetes regimen. By 6:40pm later that evening, the reporter stated the patient became incoherent, clammy, sweaty, and had "large eyes". In response to the patient's symptoms, the reporter indicated the patient treated herself with more food and/or drink. A few minutes after the treatment, the reporter stated emergency medical services (ems) was notified for assistance. When the ems arrived, the reporter indicated the patient was tested by the ems meter with a result of "30 mg/dl" and was later administered IV glucose. At the time of troubleshooting, the cca noted an approved sample site was used to obtain the result from the subject meter and the unit of measure was set correctly on the meter. Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims the patient obtained an inaccurate high reading on the subject meter, reportedly developed symptoms suggestive of severe hypoglycemia, and received hcp treatment after the alleged issue began.